Event description:
Customer reported apl valve opens below 30 cmh2o. There was no report of pt involvement. Investigation/conclusion: the returned apl valve, diaphragm, poppet, and retainer were examined. There was what appeared to be krytox on the sides of the apl valve assembly spring cup. The assembly procedures were reviewed. The procedure instructs the assembler to lightly apply krytox to the main body and guide pins, as well as the o-ring. The amount of krytox found on the sample is inconsistent with what is called out for in the assembly instructions. A sampling of over 100 apl valves in production were checked and found none with krytox on the spring cup. The exact source of the excessive krytox on the sample could not be determined. The reported complaint was reviewed with assembly personnel.

Manufacturer narrative:
Initial review of the complaint deemed it to be not reportable. However, in a subsequent review of the complaint database, it was determined to be reportable.